Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the usb cable was bent. It was unable to be confirmed if the usb cable was still able to charge the pump. Customer reported the pump is able to be successfully charged using a different usb cable. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.